Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalised on (B)(6) 2024. Blood glucose at the time of event was noticed 400 mg/dl. The length of hospitalisation was 12 hours and when admitted to hospital the blood glucose was 497 mg/dl. The patient was found positive for ketones. No further information was available.